Event description:
It was reported the patient's left peripheral lead had migrated. Consequently, the physician explanted the lead and replaced it with a new lead. Postoperative, stimulation therapy was reportedly restored and the issue was resolved.